Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent a thorough analysis. Visual analysis of the returned fiber found the fiber appeared to be broken at the exposed glass tip but was still attached by the fiber jacket; burn marks were noticed on the fiber jacket at the location of the break. Additionally, the aiming beam appeared distorted. During functional testing, light from the sub miniature a (sma) connector was bright and round, indicating no fracture within the connector. An evaluation conclusion code of cause traced to component failure was assigned to this investigation. As per the product analysis, procedural conditions and handling of the device may have contributed to the fiber tip damage. Device instructions for use (IFU) state the following: in soft tissue applications it is helpful to move the distal tip back and forth or side to side to prevent the tip from sticking to tissue; care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip; in the event of reduced or no laser energy output during application the fiber connector may be hot to touch; and, hold the fiber tip to a non-reflective surface and ensure that a circular red spot appears, if the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Review of the device history record did not identify any abnormality in manufacturing or design. Therefore, the investigation conclusion code assigned is cause traced to component failure which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that the fiber had no energy output. A second fiber was used to complete the procedure with no patient complications. The fiber was returned, and analysis identified a fiber fracture.